Manufacturer narrative:
Result - one used sample without the blisterpack was received for evaluation on 11/24/2015. The returned needle was visually examined for the customer's reported issue. The needle was returned with the safety cover disengaged from the hub and the needle was bent. The complaint is confirmed based on sample investigation. Conclusion - bd was unable to confirm the customer's indicated failure mode. It was noted by the investigator that this nonconformance might happen during user application. The needle stick injury may have been caused by safety cover disengagement. An absolute root cause for this incident was unable to be determined.

Manufacturer narrative:
CAPA #(B)(4) was omitted from the investigation results on the initial MDR. This CAPA is to identify and address the potential causes of safety shield disengagement.

Manufacturer narrative:
A sample is available for investigation but has not been received by the manufacturer. Upon completion of the investigation, a supplemental report will be filed. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. Awaiting sample.

Event description:
It was reported that the customer was administering a flu shot. When he went to activate the device's safety shield, the cover snapped off and he received a needle stick injury. Antiviral medication was started.